Manufacturer narrative:
(B)(4). Batch #m90r2p. The device was returned with the upper jaw detached returned and the I-blade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # ni. Method, results and conclusion codes: ni. (B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please, explain the meaning of ¿the jaw ¿pinged¿ off¿. Did the top jaw break off of the device? Did the broken jaw fall into the patient? If yes, was the broken jaw retrieved from the patient? If the top jaw did not break off, what did break off of the device? Did the broken piece fall into the patient? The top jaw came off the device and fell into the patient. It was retrieved from the patient with no change in care required for the patient. The I-blade also split, again this didn't cause a change in care, a replacement like device was used.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, surgeon was using the device well on an elderly patient who had already received chemotherapy. Due to this, he believes the arteries were quite calcified. However, he clipped the ima artery and was using the device to cut and seal. There was no difficulty in firing the device, and it did not feel like he was cutting into something he shouldn't e.g. The clip. The I-blade bent and the jaw "pinged' off. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.